Manufacturer narrative:
Date returned to manufacturer unknown, date supplied is date of investigation. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for (B)(6) with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that while using the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes, the inside tube was broken and blood leaked inside the tube.